Manufacturer narrative:
E1: (B)(6) hospital. H6: 1494 device code clarifier- indication for use. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that this was a venotomy closure of the left common femoral vein using a proglide device after an interventional cardiac ablation procedure with an 8.5f sheath. It should be noted that the proglide instructions for use (IFU), states: for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique is required. In this case, the absence of pre-close technique would not contribute to difficulty deploying the foot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty deploying the foot could not be determined; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venotomy closure of the left common femoral vein was attempted using a proglide device after an interventional cardiac ablation procedure using an 8.5f sheath. Reportedly, when the foot was attempted to be deployed, the lever could not move due to strong resistance. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.